Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nc trek referenced is being filed under a separate manufacturing report number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported difficulty removing the balloon protective sheath was able to be confirmed. The shaft had separated during sheath removal, which rendered the device unusable. Based on an expanded investigation and further review of the complaint handling database and other sources of nonconformity data, it was determined that the possible cause for the failure mode was a result of difficulty in removing the balloons protective sheath. The data suggested a possible product deficiency, which requires procedural changes to optimize the process in manufacturing. Effectiveness checks will be put in place monitor the effectiveness of the implemented corrective and preventative actions.

Event description:
It was reported that during preparation of a nc trek balloon dilatation catheter (bdc) for a moderately tortuous, moderately calcified, left anterior descending (lad) and right coronary artery (rca) stenting procedure, there was resistance felt with the removal of the protective sheath and during the removal of the sheath, the balloon was separated from the bdc. The nc trek bdc was set aside and not used for the procedure. Another nc trek bdc was prepared and there was again resistance felt with the removal of the protective sheath. The device was inserted into the patients anatomy and the balloon would not inflate. The nc trek bdc was removed without reported difficulty. Another same sized nc trek was used successfully for the procedure. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.